Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and beeped crazily. The customer stated that he removed and reinserted the battery, but the alarm continued to sound. He noted that he had tried this 2 to 3 times, to no avail. The customer's blood glucose was 143 mg/dl. He stated that he was out working in the garden when the device began to beep and alarm. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.